Event description:
It was reported that unable to fill the reservoir of arctic sun device. Per follow up information received via email on 05feb2024. This device received at biomed department. After replaced the circulation pump the device worked properly. Did not got any complaint that this problem caused an impact for a patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is weak circulation pump. However this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.